Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
Customer's spouse reported via phone call that the customer went to the doctor due to experiencing high blood glucose. The customer thought it was because of a button issue with the insulin pump. The doctor downloaded the insulin pump's information and the carbs were not showing in the bolus history. The doctor had adjusted the setting. It was stated that the bg and carb values were entered correctly. Bolus estimate was not adjusted. The carbs shows 0 but customer entered 60. Customer did not receive an estimate details message during a recent bolus. The insulin pump did not make a correct calculation based on information entered. It was also reported that the customer experienced low blood glucose of 49 mg/dl. Customer's spouse treated with juice and graham crackers and level went up to 100 mg/dl. It was mentioned that the customer was in the hospital twice last month due to pneumonia, kidney failure and sinus infection; not related to diabetes. Customer was advised the device would...